Manufacturer narrative:
As reported, the 20x6 maxi ld percutaneous transluminal angioplasty (pta) balloon was inflated but would not deflate sufficient enough to come out of sheath. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. A non-sterile maxi ld 7f 20x6 80cm was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, a kinked/bent condition was noted on the body of the unit, located approximately at 26.8 and 76.5 cm from the distal tip. The ballon was noted to be previously inflated. No other damage or anomalies were observed at naked eye on the returned device components. A functional analysis was performed on the maxi ld catheter. The balloon was inflated to the appropriate pressure in line with product specifications (~10 atm) and subsequently deflated by applying negative pressure. For this family of catheters, the balloon is expected to fully deflate within approximately 30 to 60 seconds under normal conditions. No anomalies were observed during the functional evaluation, and the unit performed as intended. The reported ¿balloon deflation difficulty-partial/slow¿ was not confirmed through analysis of the returned device. The exact cause cannot be determined. The device passed functional inflation and deflation analysis with no difficulties noted. A kink on the shaft of the device was noted which can obstruct the smooth flow of fluid during deflation; however, this was not confirmed during functional analysis. The contrast to saline ratio was not provided, which may have been a contributing factor to the deflation difficulties. Based on device analysis and the limited information available for review, procedural factors and device handling likely contributed to the reported events. According to the instructions for use which are not intended to mitigate risk, ¿fill a syringe of appropriate size with equal volumes of contrast medium and normal saline. Attach the syringe to the balloon lumen, marked ¿balloon¿. Note: use of a pressure manometer to measure balloon inflation pressure is strongly recommended. Pull the syringe¿s plunger to deflate the balloon. To inflate the balloon, point the syringe and balloon tip downward and inject the contrast medium and saline mixture. Caution: inflation at a high rate may damage the balloon. Deflate the balloon by pulling vacuum on the syringe or inflation device. Maintaining a vacuum on the balloon, withdraw the catheter.¿ the information available, nor the product evaluation do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the 20x6 maxi ld percutaneous transluminal angioplasty (pta) balloon was inflated but would not deflate sufficient enough to come out of sheath. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Event description:
As reported, the 20x6 maxi ld percutaneous transluminal angioplasty (pta) balloon was inflated but would not deflate sufficient enough to come out of sheath. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 20x6 maxi ld percutaneous transluminal angioplasty (pta) balloon was inflated but would not deflate sufficient enough to come out of sheath. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.